Event description:
Pt on central venous catheterization for hemodialysis; at 08:00, blood flow pressure increased to 150's suddenly from 40-50 range. No kinks found; pt complained of discomfort at right subclavian site. Blood flow pressure readings increased to 200's at 08:13; swelling found at subclavian site extending into neck area. System taken down. Blood flow rate was at 90ml/min. Tip of catheter sent for culture.